Manufacturer narrative:
Concomitant medical products: product ID 977a290, serial# (B)(4), implanted: (B)(6) 2017, product type lead; product ID 977a290, serial# (B)(4), implanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative regarding a patient implanted with a neurostimulator for spinal pain. It was reported that the patient went to charge their device yesterday and experienced a shocking sensation near the scar on the left side of the lead incision. The caller initially indicated the shocking sensation was during charging. With further troubleshooting, it was confirmed with the caller that the shocking occurred with any pressing on the incision site, not just with recharging. The caller reported the incision looked well healed, but the scar was raised and had a lump. There was no drainage, oozing, or a scab. This was considered a sudden change in therapy/symptoms. The caller was redirected to the healthcare professional. No further complications were reported/anticipated.